Manufacturer narrative:
Returned for assessment was a delta 15 laser (sn (B)(4)). Unit was in good physical condition. Functional testing was performed on the returned unit. The unit passed all testing and met all acceptance criteria. The reported complaint description could not be confirmed as the unit functioned as intended during testing. A root cause could not be determined as no issues or defects were found with either the laser or the associated foot pedal. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied to the end user with this unit, states "connect the footswitch to the footswitch socket (line up red dots and insert). If the footswitch is pressed when the ready request is made, the message [?]footswitch pressed' is displayed and the footswitch should be released before the operation can continue. The message will disappear when the footswitch is released". Should the generator show an error message in reference to the footswitch, the manual contains the following statement "footswitch connection fault; check that the footswitch has been connected correctly. If this does not clear the problem, call for support from your angiodynamics representative". This angiodynamics hardware unit has a related disposable device however the reported complaint could not be related to the disposable device. The disposable fiber would not cause the laser to continue firing when releasing the foot pedal. A review of the associated disposable device's lot history records and complaint history is not required. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the delta 15/30 laser laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: the evlt procedure had been successfully completed with no report of device malfunction or patient complications. Post procedure, when the physician turned the laser unit off, the fiber continued to glow. The unit was immediately disconnected from the wall. There was no patient harm or injury due to this event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.